Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination of the crimped stent found damage on both the distal and proximal ends of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination of the shaft of the device noted slight kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. The diffused and very tight target lesion was located in the left anterior descending artery. A 2.75 x 24 mm promus element stent delivery system (sds) was advanced; however, the device could not cross the lesion. The procedure was completed with a 2.75 x 24 mm non bsc sds. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal and distal stent damage.